Event description:
It was reported that in the past few months, the lightsource unit will intermittently show an e1 error and then the light would shut off.

Manufacturer narrative:
Additional information will be provided once investigation is completed.